Event description:
The coroner reported that she did receive the return packaging, but it was too small. She stated that she would be able to find a larger box and will be shipping the insulin pump along with the reservoir and infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Please see medwatch report # 3004209178-2013-97549.

Manufacturer narrative:
Inspected three randomly sealed reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per inspection. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked in place properly.